Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had malfunction that orders were not crossing from epic to pyxis. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to the station. A technical support specialist assisted and confirmed with the customer that the issue was on the emergency team's side. The system functioned as intended after the customer resolved the issue.